Manufacturer narrative:
Investigation included customer-guided troubleshooting, device reconnection, a dry-run priming test, and review of dosing and cgm reports. Investigation of this case revealed evidence consistent with a leaking cartridge and interrupted dosing, followed by successful function after the subsequent supply change. It was concluded that the event was attributable to a cartridge leak causing dosing interruption, resolved by replacing supplies and reinitiating the supply change procedure.

Event description:
It was reported that an ilet bionic pancreas stopped delivering insulin after a supply change, with dexcom g7 showing blood glucose at 208 mg/dl and alerts to complete a supply change; the user observed wetness upon removing the cartridge, and the device displayed "unable to proceed" until a dry run successfully delivered 120 units, after which a new supply change was performed and dosing resumed. Symptoms included hyperglycemia. Outcomes included transient loss of automated insulin dosing and cgm signal interruption, with subsequent return to glucose range after dosing resumed.